Manufacturer narrative:
Steris is not the manufacturer of the centrisol acid concentrate subject of the reported event. Steris has notified the manufacturer, rockwell medical, of the reported event to internally investigate and evaluate for reportability. Steris is submitting this report solely in response to the received medwatch. No additional issues have been reported.

Event description:
The user facility reported via medwatch mw5159069 that "concern about look alike labels for dialysis acid solutions from outset medical. The 2k and 3k acid baths have the same white writing on otherwise identical red background labels. It would be easy to mix up the solutions during storage and create a possible error." No report of injury.